Event description:
Procedure: lung resection- open procedure. Reportedly, the instrument was used on the lung. The handle broke off during surgery. The surgeon opened another instrument and completed the case. After this firing, the surgeon used a ta30-v3 on the pulmonary vessels. The surgeon deemed this instrument worked fine, and completed case. Post operatively, the pt had an excessive amount of bleeding. A re-operation was performed the same day. The surgeon believes the stapler worked fine, but that the anesthesiologist made the mistake by inserting a tube, which caused the bleeding. The pt expired one week from the event.